Event description:
Complaint description: a hosp assistant nurse manager reported that loss of image occurred when a video laparoscope was used during an unknown procedure. To the best of the nurse manager's recollection, the procedure was completed with a different scope and there were no injuries related to the occurrence.